Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell while he was buying a pumpkin pie and his shoes were slippery from the rain. The patient was admitted to the emergency room after the fall. Upon arrival, the only complaint the patient had was that his spinal cord stimulator was not working. After interrogating the patient's spinal cord stimulator the rep determined that the patient's implantable pulse generator (ipg) was discharged. The patient stated that he did not know the last time it was actually working. The rep requested that the patient charge his ipg to 100% when he got home and to not let it go below 50% through the life of the battery. The rep was to follow-up with the patient on 2016-oct-28.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.